Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month were not reported. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the handles of the device lock-up (or block) so that device handle could not be closed (not fire)? Did msm20 device lock-up or block (not fire)? Were any clips fired at all from the device? If clips were fired, were any of the fired clips unformed or malformed? Did the jaws of the device cut the vessel? Or did the clip of the device cut the vessel? Was the vessel repaired by using a new clip applier? Was there any patient consequence? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when the surgeon clipped the vessel, the clamps were blocked. Several clamps were used. The handles became hard at the end of the charger. The clamp didn't completely close and this non-conformity caused a cut of the vessel. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2020. D4: batch#: u93444. Investigation summary: the analysis results found that the msm20 device was returned with no damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 13 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.